Manufacturer narrative:
The MFR's service rep performed an on-site investigation and was unable to duplicate the reported problem. The output voltage on the isolation transformer was found to be appropriate. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would have intermittent power issues. No pt injury was reported.